Event description:
Dislodgement.

Manufacturer narrative:
The report we received from the field indicated that during a coronary stenting procedure, the product did not cross the target lesion. On the withdrawal of the product, the physician noticed the stent started to come off the delivery system. The delivery system was pulled out completely. There was no reported patient injury. Clinical impression: during a coronary stenting procedure in 2004, a cypher stent did not cross a non-predilated target lesion, and the physician attempted to withdraw it back through the guiding catheter. There was no apparent patient injury. The issue is the threatened dislodgement that was successfully prevented based on the actions of the physician. The stent system was removed and there was a loss of wire position. The patient was successfully treated with another product after the guide and wire position was obtained. There is no patient and little procedural information available. The IFU for this product recommends pre-dilation of the lesion, and does not support withdrawal of an unexpanded stent back through the guiding catheter, as dislodgement may occur. Based on the information available, procedural factors may have contributed to the event. A conclusion about the event and the device cannot be drawn. Visual analysis: the cypher was returned inserted through the medtronic jl 4.0 6f guiding catheter. The stent was pulled distally approximately .6cm which caused the stent struts to flare in the proximal end on the guiding catheter tip. Dimensional analysis: the returned sds catheter's tip inner diameter, body outer diameter and stent profile were measured and found to be within dimensional specifications. Conclusion: the exact cause of the reported event could not be determined.